Event description:
Customer alleges a false positive troponin I (tni) at 0.07 vs. Repeat <0.05 same sample. Whole blood from 1 patient. Control ran (B)(6) 2011 - ok. Sample collected 10:41. Sample tested 10:51 - result 0.07 tni. Retested on second device @11:13 <0.05. Retested on third device @11:50 <0.05. Same sample was used for all three tests. Customer cutoff is 0.04 on triage meter. Customer explained they don't have a gray zone; anything >0.05 is acted upon. Sample appeared normal; no clots. Device appeared normal. Sample was not tested on any other analyzer. Device were at room temperature (20 degrees celsius) for 15 minutes. Patient was not on any medications. Patient's history is unknown. Patient was not admitted. Discharge diagnosis is unknown.

Manufacturer narrative:
Product support observations for tni recovery follow: elevated tni was observed with 2 of the 3 patient samples on the access and the triage meter. No false positive or high bias in tni recovery was observed with the control samples or the whole blood donors. No error codes or device issues were observed. Received 3 patient samples. Two of the patient samples had identical donor numbers, thus labeled 1a and 1b. Samples 1a and 1b yielded elevated tni results on the triage meter and the access. Not enough sample was provided to conduct hama testing. Sample 1a was 0.08ng/ml on the meter and 0.12ng/ml on access. Sample 1b was 0.10ng/ml on the meter and 0.14ng/ml on access. Patient sample 2 <0.05ng/ml/0.00ng/ml. All data points with cal z and the 2 whole blood donors were below the manufacturing cut off of 0.05ng/ml. All data points with cal h were within the manufacturing 2sd range, with a % recovery of 110%, within the manufacturing final release specs. The customer's complaint of an elevated tni value was observed with two of the three patient samples. Both access and the triage meter were in correlation with returned samples. Product support cannot rule out sample specific interference or environmental factors as possible causes of discrepant results. Product support cannot not rule out sample stability, sample handling, or user related issues as possible causes of unexpected results. No patient history, treatment or diagnosis was given. Customer stated patients were not on any medications. As of (B)(4) 2011 there are 2 complaints on cardiac lot w49720. No corrective action required at this time as no product deficiency was established.